Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. D08065) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included migraine in 2018, anxiety in 2016, depression in 2016 and menometrorrhagia. Previously administered products included for an unreported indication: iud from 2010 to 2011. Concomitant products included buspirone since 2016 for anxiety, sertraline hydrochloride (zoloft) since 2016 for depression as well as medroxyprogesterone acetate (depo-provera) from (B)(6) 2016 to (B)(6) 2016. On (B)(6) 2016, the patient had essure inserted. In 2016, the patient was found to have weight increased ("weight gain"). In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), back pain ("low back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder: ovarian cyst"). The patient was treated with surgery (ablation done on (B)(6) 2018 and salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea and dyspareunia had resolved and the menorrhagia, vaginal haemorrhage, back pain, ovarian cyst and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.2 kg/sqm. X-ray - on an unknown date: ovarian cyst. Most recent follow-up information incorporated above includes: on 3-jul-2019: pfs and mr received. This case is incident now. Events per pfs: abnormal bleeding (vaginal, menorrhagia), reproductive system disorder or condition type of disorder or condition: ovarian cysts, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain, abdominal pain, lower back pain were added. Concomitant medications were added. Essure removal procedure was added. Lot number received. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure (batch no. D08065-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included migraine in 2018, anxiety in 2016, depression in 2016 and menometrorrhagia. Previously administered products included for an unreported indication: iud from 2010 to 2011. Concomitant products included buspirone since 2016 for anxiety, sertraline hydrochloride (zoloft) since 2016 for depression as well as medroxyprogesterone acetate (depo-provera) from (B)(6) 2016 to (B)(6) 2016. In 2016, the patient was found to have weight increased ("weight gain"). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), back pain ("low back pain"), dysmenorrhoea ("dysmenorrhea (cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2018, the patient experienced ovarian cyst ("reproductive system disorder or condition type of disorder: ovarian cyst"). The patient was treated with surgery (ablation done on (B)(6) 2018 and salpingectomy (bilateral removal of fallopian tube)). Essure was removed on (B)(6) 2018. At the time of the report, the abdominal pain, dysmenorrhoea and dyspareunia had resolved and the menorrhagia, vaginal haemorrhage, back pain, ovarian cyst and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 205 lbs. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 40.2 kg/sqm. X-ray - on an unknown date: ovarian cyst. Lot number reported d08065 is not valid. Most recent follow-up information incorporated above includes: on 12-jul-2019: pqs: update of information (batch is not valid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.